Event description:
The catheter leaked at insertion site and the guide wire coiled upon removal. A vascular surgeon had to remove the catheter.

Manufacturer narrative:
The sample is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. (B)(4).